Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing threshold measurements. The pacing impedance measurements were normal and appears stable from implant. It is noted the patient is dependent; therefore, was symptomatic when running lv threshold test and loses capture with no right ventricular (rv) support. The patient was not symptomatic to losing lv pacing support as the rv lead was still capturing and maintaining the appropriate rate. Technical services (ts) discussed troubleshooting and programming options to mitigate this issue. Additional information indicated that the lead was explanted due to a dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.